Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) was unable to use the implant as a result of a pump malfunction. The ipp remains implanted and active.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this inflatable penile prosthesis (ipp) was unable to use the implant as a result of a pump malfunction and discomfort. The ipp remains implanted and active.